Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to insertion difficulty with the stylet. A new lead with the same model was used and the stylet was able to insert without any problem, so lead was successfully implanted. This lead will not be returned for analysis due to infection. No adverse patient effects were reported.

Manufacturer narrative:
Updated component code. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to insertion difficulty with the stylet. A new lead with the same model was used and the stylet was able to insert without any problem, so lead was successfully implanted. This lead will not be returned for analysis due to infection. No adverse patient effects were reported.